Event description:
It was reported that in-stent restenosis occurred, requiring an additional intervention. On (B)(6) 2023, an aortogram, left lower extremity arteriogram, atherectomy, balloon percutaneous transluminal angioplasty, and stenting procedure was performed. The superficial femoral artery lesion was occluded at its origin. The lesion was unable to be accessed via the right common femoral artery; therefore, the left pedis artery was accessed and the lesion was accessed from below. Atherectomy was performed, followed by balloon angioplasty using two overlapping inflations, each held for three minutes. A significant dissection occurred at the origin of the sfa due to the nature of the disease and patient anatomy, and not due to any device per the physician. An additional five-minute inflation was performed with the balloon, with little improvement. Therefore, this 7x40, 130 cm eluvia drug-eluting vascular stent system was deployed. Repeat imaging showed a good result. Then another balloon was advanced into the dorsalis pedis artery to achieve hemostasis. The micropuncture dilator was removed prior to inflating the balloon across the access site and was held for three minutes. Repeat imaging showed sluggish flow in the anterior tibial artery which was attributed to spasm. Therefore, intra-arterial nitroglycerin was administered and repeat imaging showed improvement. On (B)(6) 2023 selective left lower extremity arteriogram was performed due to peripheral artery disease with claudication. This showed the sfa was occluded at its origin and an occluded stent in the sfa. An attempt was made to advance a non-boston scientific guidewire; however, was unable to advance to the stent. The procedure was terminated, and the patient would return for follow up to discuss possible left femoral-popliteal bypass.